Manufacturer narrative:
Dissection of the vessel occurred after crossing the lesion with the second resolute integrity stent . No additional patient injury was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use two resolute integrity rx coronary drug eluting stents to treat a moderately tortuous and severely calcified lesion located at the ostium of the rca with 100% cto. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that wires were used to pass the lesion. After 1.5 hours of the procedure, the lesion was passed with the guidewire and the dilation process was completed. A rsint30015x stent was sent to the lesion. The stent could not pass through the lesion because of cto and calcification. An attempt was made to advance by using force, but the shaft of the stent was broken, there is no detached portion of the device. Dilation was repeated with balloons. 5% blood flow was achieved and a new stent was opened and rsint30015x stent was sent and passed the lesion. After passing through the lesion the rupture was seen in the vein, the vessel was torn. Rsint30015x was removed from the vessel. The vessel was repaired by using stent graft. The stent was implanted in the distal ruptured vessel and the case was completed successfully. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient's status is very good. No patient injury was reported.